Event description:
It was reported the patient was experiencing "small shocks in device area" and the left side of neck was twitching. The "wrong impedance" was also reported. Follow up with the physician's office revealed patient was seen and the device and leads were functioning normally. Patient has experienced atrial high rate episodes in the past, but were not evident during the visit. The patient's symptoms were not able to be reproduced at the physician's office. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.